Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two progglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted using proglide devices via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the next two proglide devices were deployed, but cuff misses were noted. The sheath was upsized to 16f and the evar procedure was completed. A surgical cutdown was performed. The successfully preplaced suture of the first proglide device was successfully tightened and, in addition, simple suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.